Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e8 error" was confirmed. (B)(4) evaluated the device, and the reported problem was confirmed; the motor produced an e8 error when it was connected to the test console and would not function. It was concluded that the most likely cause was a damaged wire due to handling. The signals being sent to the console from the motor were no longer being recognized by the console, resulting in the error code. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that there was an error message 8 on the console of the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.